Event description:
The customer reported the insulin pump had various cracks on it. Customer's blood glucose was 169 mg/dl. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.